Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
Customer complained when moving the patient support for stitching, the footboard fell on the operators little toe and broke the toe.

Manufacturer narrative:
The patient support for stitching is an accessory that enables the examination of full leg or full spine, with the patient standing upright. For ease of use, the stand has wheels and a folding footboard. The footboard is connected to the frame via two hinges and has to be folded up and fixed by a hook for transportation, e.g. From one room to another. After customer received our field safety notice for the folding footboard, the customer informed philips that exactly described issue occurred over 1 year ago. Philips field service engineer visited the site and stated that at the moment the hook and the hinges have no obvious defects. Based on the customer neither informing philips about the incident at the time of occurrence nor reporting any technical issues earlier than eight months later, it is concluded that the incident was most probably caused by an use error. Philips field service engineer checked the patient support for stitching without complaints. An already initiated field safety corrective action (B)(4) contains improvement of hinges and an additional brake cylinder.